Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01760. This report is being submitted as additional information. Approximate age of device (age of device: 4 months) manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the evaluation of the log file. The submitted log file contained approximately 20 days of data (05apr2018 ¿ 24apr2018, per time stamp). On (B)(6) 2018 the rsoc voltage levels of both power cables fell from the expected ~12v down to ~2.15v then to 0v in approximately 5 seconds activating low power hazard, power cable disconnect, and no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. The alarms cleared when the ac power was restored, and pump support was not affected as the system was supported by the backup battery during the event. On (B)(6) 2018 low power advisory alarms activated due to the extended use of the batteries, approximately 20 hours, to below the low voltage threshold. Throughout the log file, intermittent power cable disconnect alarms were noted while the patient was using the external batteries that do not appear to be related to a routine power source exchange. The batteries and battery clips were not returned to abbott for evaluation, and technical services suggested to clean the battery clips and battery terminals to resolve the issue. There were no other notable events or alarms active in the log file including the reported events of the patient losing power or having a pump stop. The mobile power unit and the ac power cord were not returned to abbott for analysis. No further issues related to no external power or low voltage advisory alarms were reported. Based on the log file analysis, a root cause for the no external power alarms was determined to be related to a loss of the ac power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that system controller alarmed on (B)(6) 2018. Technical services reviewed the submitted log files, and a no external power alarm was confirmed while the mobile power unit was utilized. No further issues have been reported. Additional provided information indicated that the patient initially reported that pump stopped after draining internal backup battery on (B)(6) 2018. This was not the case after vad interrogation was completed and log files obtained. Patient had ¿low voltage advisory¿ alarm during this episode. The coordinator indicated that the patient did not have no external power alarms nor he did have a pump stop.